Event description:
It was reported that this pacemaker exhibited high pacing impedance out of range (oor) measurements on the right atrial (ra) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Reprogramming efforts were performed. Currently, this product remains in service and no adverse patient effects were reported.